Event description:
It was reported that when the patient presented in clinic for routine follow-up, high capture threshold was observed. The lead was explanted and replaced. The patient experienced no issues.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 45.0cm was returned for analysis. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.